Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was not in use on a pt, therefore, there was no pt involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech verified the reported vent inop due to failure of the adc/dac test during operation. The service tech replaced the sensor board to correct the problem. Extended self testing (est) testing and applicable tests were completed and all tests passed to operating specifications.

Manufacturer narrative:
Na.